Manufacturer narrative:
Block h6: imdrf code a22 captures the reportable event of bands falling off varix. E1: initial reporter facility name: (B)(6). Device evaluation summary: the speedband superview super 7 was returned. During the visual inspection, it was observed that the ligator housing was not returned and the handle has evidence that the trip wire was secured into the handle slot. Due to the lack of evidence and without proper evaluation of the device, the reported event of bands falling off varix was not confirmed during testing of the returned device. With all the available information, boston scientific concludes that the most probable cause is cause not established.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used during an internal hemorrhoid ligation procedure on (B)(6) 2025. During the procedure, the band would automatically bounce off from the target position after ligation. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used during an internal hemorrhoid ligation procedure on (B)(6) 2025. During the procedure, the band would automatically bounce off from the target position after ligation. The patient condition following procedure was stable. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf code a22 captures the reportable event of bands falling off varix. E1initial reporter facility name: (B)(6).